Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 had failed to lock and was continuously making a clicking noise. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) noted that the door clicked twice when opening. The fse shut down the station, opened the panel, removed the connector from the micro switches, cleaned and greased the micro switches, replaced the connector, locked the panel, rebooted the station, and successfully recovered the door. The system functioned as intended after the field service engineer repaired the device.